Event description:
It was reported that the left monitor on the 9800 system intermittently will not work. Also the tube was arching. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended, and put back into service.